Event description:
Information was received that this smiths medical cadd extension sets experienced leaking. It was reported that there was no adverse effects or patient injury.

Manufacturer narrative:
One cadd extension set sample was returned for analysis. Visual inspection was performed at 12" to 24" under normal lighting and no discrepancies were found during the visual inspection. Leak testing was performed using the hydrostat vessel and there was a leak detected in the air vent of the filter. Review of the manufacturing process revealed that all procedures are being carried appropriately.